Manufacturer narrative:
The getinge field service engineer (fse) that had evaluated the iabp, reported that the customer decided to not repair the iabp unit due to age and the price for the repair. A supplemental report will be submitted when pertinent information is received.

Event description:
N/a.

Manufacturer narrative:
Testing of actual/suspected device (10): a getinge field service engineer (fse) evaluated the iabp unit and reported that the iabp unit was dead, there was no alarm, and no fault codes, due to the unit not been able to turn on. Additional information is being requested with regard to the repair and status of the iabp. A supplemental report will be submitted when this information is provided to us. The full initial reporter name is (B)(6).

Event description:
It was reported that during use on a patient, the cs100 intra-aortic balloon pump (iabp) stopped working, dead. The iabp was replaced with another and therapy continued. No patient harm, serious injury or adverse event was reported.

Event description:
N/a.